Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging her onetouch verioiq meter was reading control solution inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient alleged obtaining a control solution reading of ¿90mg/dl¿ on the lfs meter. The patient reported taking a combination of medications including novolog and lantus to manage her diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of ¿sweating and nauseous¿ 30 minutes after the alleged issue occurred. The patient denied receiving any treatment in response to her alleged symptoms. At the time of troubleshooting, the cca determined the patient was using the correct control solution and it was in good condition. The cca noted the subject meter was in the correct unit of measurement at the time of testing and the patient¿s testing process was correct. The cca confirmed the patient¿s test strips were in good condition and the test strip vial was not cracked or broken. However when a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she was unable to test, therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.